Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient was prescribed a two-week course of antibiotics. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation.